Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that device has been getting stuck on bios screen. A field service engineer, reseated hdd cable and rebooted device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system was unresponsive at the bios stage, requires several reboots. The customer stated that there was a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.